Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.

Event description:
It was reported that the event occurred while the product was in use. The thermodilution catheter was inserted successfully at 2100h. Approx. Two hours later, at 2300h while the attending nurse was getting the initial data parameters, it was observed that there was a leak in the catheter when attempting to flush the ports. They were not able to obtain the cardiac output measurements because of this. The attending nurse reported the leak to the attending md. As a result, the attending md decided to keep the catheter inserted, so that they could still read the wedge pressure. There was no report of patient death or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome was no complications to the patient.